Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the instrument was hot. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported. No device is being returned.